Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, uterine leiomyoma, liposuction, follicular cyst of ovary, abdominal distension, endometritis, uterine tenderness, genital bleeding, spotting vaginal and light periods. Concurrent conditions included diabetes, hypothyroidism, hypertension, anemia and uterine bleeding. Concomitant products included ibuprofen for migraine headache as well as amlodipine, atorvastatin, clarithromycin (claritin), ethinylestradiol;norgestimate (ortho tri-cyclen), insulin aspart (novolog), iron polysaccharide complex (ferrex) and levothyroxine sodium (synthroid). On(B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ physical pain/pian"), depression ("psychological or psychiatric problems-conditions: depression"), anxiety ("psychological or psychiatric problems-conditions: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and infection ("infections"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the endometritis, uterine haemorrhage, pelvic pain, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion reported in this fu- (B)(6) 2012 coils were 2 on the right and 3 on the left patient received treatment for events ¿ abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: medical record received. Reporters information added. Case became medically confirmed. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and abnormal uterine bleeding ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, uterine leiomyoma, liposuction, follicular cyst of ovary, abdominal distension, endometritis, uterine tenderness, genital bleeding, spotting vaginal and light periods. Concurrent conditions included diabetes, hypothyroidism, hypertension, anemia and abnormal uterine bleeding. Concomitant products included ibuprofen for migraine headache as well as amlodipine, atorvastatin, clarithromycin (claritin), ethinylestradiol;norgestimate (ortho tri-cyclen), insulin aspart (novolog), iron polysaccharide complex (ferrex) and levothyroxine sodium (synthroid). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), rash ("rashes"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ physical pain/pian"), depression ("psychological or psychiatric problems-conditions: depression"), anxiety ("psychological or psychiatric problems-conditions: mental anguish"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criterion medically significant) and infection ("infections"). The patient was treated with nsaids and paracetamol (acetaminophen). Essure treatment was not changed. At the time of the report, the endometritis, abnormal uterine bleeding, pelvic pain, infection, vaginal haemorrhage, heavy menstrual bleeding, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abnormal uterine bleeding, anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, heavy menstrual bleeding, infection, migraine, nausea, pelvic pain, rash, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion reported in this fu (B)(6) 2012. Coils were 2 on the right and 3 on the left. Patient received treatment for events ¿ abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : endometritis lot number: 919031, manufacture date: 2011-10, expiration date: 2014-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available . Most recent follow-up information incorporated above includes: on 29-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, uterine leiomyoma, liposuction, follicular cyst of ovary, abdominal distension, endometritis, uterine tenderness, genital bleeding, spotting vaginal and light periods. Concurrent conditions included diabetes, hypothyroidism, hypertension, anemia and uterine bleeding. Concomitant products included amlodipine, atorvastatin, clarithromycin (claritin), ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, insulin human (insulin novo), levothyroxine sodium (synthroid) and polysaccharide-iron complex (ferrex). On (B)(6) 2013, the patient had essure inserted. In may 2013, the patient experienced pelvic pain ("pelvic pain/ physical pain/pian"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In june 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In july 2013, the patient experienced fatigue ("fatigue"). In january 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and infection ("infections"). Essure treatment was not changed. At the time of the report, the endometritis, uterine haemorrhage, pelvic pain, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion reported in this fu-(B)(6) 2012 coils were 2 on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-aug-2013: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records : endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure (batch no. 919031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included migraine, uterine leiomyoma, liposuction, follicular cyst of ovary, abdominal distension, endometritis, uterine tenderness, genital bleeding, spotting vaginal and light periods. Concurrent conditions included diabetes, hypothyroidism, hypertension, anemia and uterine bleeding. Concomitant products included amlodipine, atorvastatin, clarithromycin (claritin), ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen, insulin human (insulin novo), levothyroxine sodium (synthroid) and polysaccharide-iron complex (ferrex). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain/ physical pain/pian"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("rashes"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and infection ("infections"). Essure treatment was not changed. At the time of the report, the endometritis, uterine haemorrhage, pelvic pain, infection, vaginal haemorrhage, menorrhagia, depression, anxiety, rash, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, infection, menorrhagia, migraine, nausea, pelvic pain, rash, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion reported in this fu-(B)(6) 2012. Coils were 2 on the right and 3 on the left. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-may-2019: pfs and mr received. Reporter information were added. Lot number were added. Medical history, lab data and concomitant drug were added. Event: abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, endometritis were added. Event verbatim were updated as pelvic pain/ physical pain/pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report